Event description:
The customer reported that he missed anti-e in crossmatching. The sample that had caused false negative was sent to us for quality control, but none of the supposedly defective product was returned. The sample was retested in our quality control laboratory with our retained sample of anti-human globulin anti-igg solidscreen ii. The sample reacted negatively with e positive reagent red cells. Due to the small amount of this sample further tests with different reagents and methods to confirm the antibody e were not possible. Furthermore the allegedly defective product was tested with different positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service visit did not reveal any indication for an tango optimo malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident.